Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p4h1009s), unegiatri, unknown egia tri staple (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, in detaching the trachea using a purple 60 millimeters (mm) reload, the staples had poor staple formation (burst out). The handle also made a crack sound of breaking. To resolve the issue, a new handle was used with a black 60mm reload, but the same issue occurred. To complete the case, the surgery was converted to an open surgery, which resulted in more than one inch of incision extension.